Manufacturer narrative:
(B)(4). The reporter¿s phone number was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. However, the assignable root cause could not be determined. If additional information should become available; a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported (B)(6) that during service and evaluation, it was determined that the service led illuminated on the power module device. It was further determined that the device failed pretest for check charging sockets, information button and self-test , saw- test, check indicator liquid damage, charging and checking of power module in charger and function- test. It was noted in the service order that the service led illuminated. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.